Event description:
It was reported that the patient experienced dissatisfaction with the spinal cord stimulation (scs) implantable pulse generator (ipg) charging system. The patient expressed that the ipg charging time is long, making it difficult to handle. The patient will use block injections and medication without using the scs system.